Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked into the insulin pump and the o ring is missing. The customer's blood glucose reading was 109mg/dl at the time of incident. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis. No further details provided.